Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1.0ml 30ga 8mm experienced difficult plunger rod movement, and foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported plunger rod difficult to move. Consumer reported liquid coming from the syringe after depressing the plunger rod.

Event description:
It was reported that bd syringe 1.0ml 30ga 8mm experienced difficult plunger rod movement, and foreign matter in the fluid path. The following information was provided by the initial reporter: consumer reported plunger rod difficult to move. Consumer reported liquid coming from the syringe after depressing the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. Investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that liquid came out of syringe after depressing plunger rod. The returned syringe was examined and exhibited a small amount of clear liquid in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Customer returned (1) loose 1cc, 8mm syringe. Customer states that the plunger rod was difficult to move. The returned syringe was tested and the plunger rod was able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 0062649. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure foreign matter. Bd was not able to duplicate or confirm the customer¿s indicated failure plunger rod was difficult to move. The operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects the missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two-lumen blows, assembles the shield to the barrel/cannula assembly, and detects missing shields. The automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspection and transfer dials. There was one (1) notification noted that did not pertain to the complaint. Also, reviewed l2l(leading 2lean) dispatches and maintenance records to investigate for any potential cause. But root cause cannot be determined due to lack of evidence. H3 other text : see h10.